Manufacturer narrative:
The underlying cause could not be determined for the broken frame however the seat tab was found to be broken.MDR is being submitted as a result of a retrospective complaint review.

Event description:
Broken frame right side under bolt for seat frame below the weld.